Event description:
Laerda medical limited received a report from ambulance that a pt (dates and details unknown) could not be shocked by a defib (details unknown) using a laerdal 920650 adapter cable. The pt's outcome is unknown. The ambulance company does shift checks of their equipment, but these tests do not include the 920650 cable.